Event description:
The patient reported that 4-6 years ago, while using her previous insulin infusion device, she had a low blood glucose event. She stated she passed out but does not remember any other specifics as it was so long ago. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.